Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6948, 419488, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) was triggered. It was also noted that there was oversensing of short v-v and noise present on the electrogram. The right ventricular (rv) lead was explanted and replaced. It was also noted that the right atrial (ra) lead dislodged during the extraction of the rv lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
Lead has been returned to the manufacturer.